Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black part of jaw peeled off after about 30 minutes of use. There was nothing inside the patient. No processing delays. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: device evaluated by mfg-device returned, if other provide code -explain-device returned, investigation findings (2) -corrected code to- 13. The device was returned to the factory for evaluation on 12/30/2022. An investigation was conducted on 01/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. The black heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.